Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was selected for implanted. During the procedure, there was two recaptures of the device before final deployment. It was noted that there was some difficulty deploying the device the angle created by complex patient anatomy. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2022 it was discovered via transesophageal echocardiogram that a large thrombus had formed on the device. The thrombus was resolved via anticoagulation. No patient consequences were reported.

Manufacturer narrative:
An event of difficulty deploying the device and large thrombus formation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.